Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field was inquiring about the longevity remaining with the battery of this pacemaker. Review of device analysis noted the magnet rate of the pacemaker indicated elective replacement near as a result of the temporary higher outputs associated with retry at 3.5 volts. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.